Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. The 80% stenosed target lesion was located in the left anterior descending artery. A 16 x 4.00mm promus premier¿ stent was advanced to treat the lesion. However, device was unable to cross and upon removal of the device, it was noted that the stent struts were lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR., method codes, result codes, and conclusion codes updated. Device evaluated by MFR.:stent delivery system was returned for analysis. A visual examination of the stent found that stent struts on the first proximal row were lifted from their crimped stent position. The undamaged section crimped stent maximum outer diameter measurement was within the maximum crimped stent profile measurement. The tip was visually and microscopically examined and no signs of damage were noted. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found a kink at 360 mm distal from the distal end of the strain relief. This type of damage is consistent with excessive force being applied on the delivery system. A visual and tactile examination of the inner and outer lumen and mid-shaft section found no issues with the shaft polymer extrusion profile. The bicomponent bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that stent damage occurred. The 80% stenosed target lesion was located in the left anterior descending artery. A 16 x 4.00mm promus premier¿ stent was advanced to treat the lesion. However, device was unable to cross and upon removal of the device, it was noted that the stent struts were lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.